Event description:
Device issue: premature, partially expanded stent. Time of device issue: during the procedure. Adverse event: none. It was reported that during unpackaging, it was noticed that the rx acculink stent itself appeared to be "dented". There was no premature, partial stent deployment reported. Although the damaged stent was noted, the stent delivery system (sds) was backloaded onto the guide wire and an unsuccessful attempt was made to insert the sds into the introducer sheath. The sds with the undeployed, "dented" stent became stuck at the proximal entry of the sheath. The device was removed and not used. There was no adverse patient effect. Though requested, no additional information was provided. This event is being reported based on the device evaluation which revealed the stent implant was partially expanded. This event is being reported based on the device evaluation which revealed the stent implant was partially expanded.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.